Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. There is no allegation against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. There is no allegation against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - journal article - nonunion/delayed-union bone fracture h6: proposed g code: mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Passaretti d, ascani c, ponzo a, marchioni b, de cupis m, scacchi m, pasqualetto m, ascani j, candela v, gumina s, lateralized versus medialized glenoid implants in reverse total shoulder arthroplasty for proximal humerus fractures. Comparison between trabecular metal and comprehensive zimmer biomet glenoid implants, journal of shoulder and elbow surgery (2025), doi: https://doi.org/10.1016/j.jse.2025.10.017.

Event description:
It was reported through a journal article that 14 patients experienced pathological tuberosity healing failure following reverse total shoulder arthroplasty for proximal humeral fractures. Tuberosity healing failure was identified during postoperative radiographic follow-up conducted through approximately 18 months. Attempts have been made and no further information has been provided.